Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer has been wearing the infusion set and changing every five days. The bolus wizard settings and basals appeared to be correct. Assisted the nurse to correct the time and date. The nurse stated that the customer has been off the insulin pump since his admission. It was stated that the device was reconnected without priming. Instructed the nurse to disconnect from the tubing and ran the test. The nurse took his glucose reading and took recommended bolus. It was stated that the nurse was not willing to perform the high pressure test. Advised that the customer should change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.